Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated he is still getting high readings. Due to customer being uncomfortable with the readings of the replacement meter, a new case was opened.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 600 mg/dl. The customers expected results are: am fasting 120-138mg/dl, mid day fasting under 150mg/dl, mid day non-fasting under 200mg/dl, pm fasting under 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 319 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 08/31/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).